Event description:
The customer reported to olympus, the gastrointestinal scope had a bad angle and separation. As reported, there was no patient impact or harm as a result of the reported issue. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the malfunction found during evaluation.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the bending angle in the up direction did not meet the standard value and play of the upward/downward angulation control knob was out of the standard value. Additional information obtained from the customer stated the device was cleaned, disinfected, and sterilized prior to being sent to olympus. There was no delay in the start of precleaning, the air/water nozzle was flushed, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with a detergent solution. A review of the device history record revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It was confirmed that the customer conducted reprocessing in accordance with the instructions for use. The root cause of the foreign material remaining in the device could not be determined. This issue is addressed in the preparation and inspection chapter of the operation manual and the cleaning, disinfection, and sterilization procedures chapter of the reprocessing manual. Olympus will continue to monitor the field performance of this device. In addition, the adhesive on bending section cover had a chip, adhesive around light guide lens was peeled, connecting tube had a dent, discoloration and a wrinkle, the distal end of the insertion tube had corrosion, the light guide lens had discoloration, suction-connector had corrosion, the suction cylinder was shaved, the air/water-cylinder had corrosion, upward/downward angulation control knob had corrosion, control unit had discoloration, the electrical connector had corrosion due to water leakage, and the connecting tube had a wrinkle. The following components were observed to be scratched: bending section cover, connecting tube, objective lens, suction connector, protector of universal cord on suction connector side, and on the control section side, universal cord, grip, scope cover, switch 1 and 3, forceps elevator lock engagement lever, free engage knob, upward/downward angulation control knob, right/left knob, control unit, and the switch box. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.